Manufacturer narrative:
An investigation was carried out into this complaint. It was reported that during resident (female) transfer from commode to wheelchair utilizing maxi sky 600 ceiling lift, one of the sling shoulder clips broke. Fortunately, the resident did not fall off the device. A caregiver assisting in the transfer was able to guide the resident back to bed without sustaining any injuries. Due to the fact that such circumstances of occurrence with the patient placed on the sling may result in harm of high severity upon recurrence, we decided to report this event to the national competent authorities in abundance of caution. When reviewing similar reportable events, we have found cases with similar fault description (clip breakage). The involved sling was inspected by arjohuntleigh representative after the incident - the sling label was completely unreadable. No other damage than the crack of the clip was found. Please note that passive sling clip instruction for use informs: "before every use: (...) Check all parts of the sling. If any part is missing or damaged - do not use the sling. Check for: fraying, loose stitching, tears, fabric holes, soiled fabric, damaged clips, unreadable or damaged label." This may point to the facility staff not knowing of the necessity of the pre-use checks as indicated in the IFU, which in turn makes it unlikely. To follow the pre-use check procedure correctly. From previous investigations into similar problems, it is concluded that the damage to the clip is not likely to have occurred during or due to on-label use. All sling clips outperform their specification, except when damaged. There is the statement on the sling label itself, but also in the corresponding IFU, that the sling is not to be dried with a washing press or similar method. This is because doing so can mean that the clip receives a mechanical pressure much higher and from a different position (outside rather than inside) than it was intended for. It can cause bending, deforming, hairline cracks or even outright breakages of the clip before or during use. Following the IFU - "cleaning: (...) Do not wash with rough surfaces or sharp objects, (...), use any mechanical pressure, pressing or rolling, (...) Tumble dry, ironing." Despite the sling label was unreadable, this does not appear to be the reason for clip breakage. The clip breakage is found most likely due to earlier off-label use: not following the washing and drying instructions. Based on the information received regarding the incident and our product knowledge it comes forward that we see clip breakage occur in three general ways: from left to right, from top to bottom and at the lower bar (the weakest part of the clip). A breakage here is what is expected to occur when a clip is pinched with a force much higher than the force it will normally receive during use. This occurs when a clip is bent in e.g.: a washing press, with enormous force, while the left and right sides of the clip are pushed on. From this evaluation it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU's contents. Looking at the incident scenario, it is found the device was being used for treatment of the patient when the event occurred and it was directly involved with the reportable incident - sling clip damage with patient placed on the sling upon recurrence may result in possible harm of high severity. The device was not up to its specification at the time of the event - the arjohuntleigh sling clip got broken.

Manufacturer narrative:
This report is report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon the investigation conclusion.

Event description:
On (B)(6) 2017, arjohuntleigh received information about an event which occurred with the involvement of arjohunlteigh clip sling and maxi sky ceiling lift, indicating that during the transfer of resident from commode to wheelchair one of shoulder sling clips got broken. Caregiver was able to assist the patient, guiding him back to the bed. No injuries for the resident or caregiver resulted from this event. It was indicated that the sling label was unreadable. The sling appeared to be in good condition, with no rips or tears.